Event description:
Boston scientific received information that an implantable cardioverter defibrillator (ICD) had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No serial number was available and warranty was discussed. Additional information was provided that the device was changed out and returned for analysis. However, a serial number was still not available, nor was any additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.